Event description:
The customer hospital biomedic reported that the device has no ac mains led illuminated. The device was ac inoperative. There was no patient associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined that root cause for the reported incident was a failure of the ac power supply. Transistors q1 and q2 were found to be shorted. Fuse f1 was open.